Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a lead impedance out of range alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected range. The analyst noted that 11 non-sustained tachycardia and 4 ventricular fibrillation (vf) episodes were recorded on (B)(6) 2013. In addition, 985 of the 1000 lifetime ventricular sic occurred since (B)(6) 2013. An out of trend subthreshold lead impedance alert was recorded on (B)(6) 2013. The rv pacing impedance was noted as undefined on (B)(6) 2013.

Event description:
It was reported that the patient received several inappropriate shocks for lead noise and there was a possible fracture. The rv lead had an increased short interval counts (sic) and an alert for high pacing impedance. Also, when a programming head was placed over the device to turn of ventricular fibrillation (vf) therapies the patient received shocks. Screen navigation was used to turn off vf until the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vwc implantable cardioverter defibrillator (B)(6) 2008. (B)(4).